Manufacturer narrative:
The device is not available for evaluation. A supplemental MDR will be submitted if any updates become available.

Event description:
The event involved a tego connector which was reported that, upon unclamping the arterial branch of the central venous catheter, blood leaked through the tego to the external environment. The issue was noticed during patient use; therefore, there was patient involvement. However, no harm occurred as a result of this event.